Event description:
Report received of an undocumented number of undocumented incidents of disconnections. The abbott extension set is connected to the patient IV access site. An alaris pump set, list number 28293e, is connected to the extension set. The customer reports that the staff has had general complaints of disconnections between the abbott extension set and the alaris pump set. There were no reports of patients experiencing blood loss. There were no reports of interruptions of critical therapy or tpn infusions. It is unknown to the reporter the type of IV access sites or if any IV fluid leaked as a result of the disconnections. It is also unknown to the reporter if any interventions were required. There were no reports of adverse patient effect. Additional patient information was requested, but no further information was available.